Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer stated that there blood glucose was up and down whole week. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was treated with drinking gatorade for low blood glucose and bolus for high blood glucose. Customer alleged that auto mode was unable to bring blood glucose down. Auto mode feature was used at the time of event. The device will not be returned for analysis. Frn-unk-rsvr, unomed set,ozo-mmt-7020a-snsr.